Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer was unsure if the buttons were pressed more than 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the displacement test and self test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. (B)(4).